Manufacturer narrative:
Investigation summary: during insertion of the stent the doctor felt more resistance than normal. After deploying the stent, while retracting the catheter broke. The device in question was returned and evaluated to determine the cause of the complaint. The 7fr introducer sheath used in the case was unfortunately not returned with the catheter. The balloon of the catheter had become detached from the catheter shaft at the location of the proximal balloon weld confirming the complaint. The process in manufacturing requires the balloon to be thermally welded to the catheter shaft. There did not appear to be any defects within this weld area. The shaft of the catheter just prior to the welds was stretched and the weld itself witnessed enough force to neck down the shaft to a much smaller diameter prior to the weld breaking. The balloon did not appear to have been fully deflated along its length and was in remarkably good condition considering the attempts to pull the device back through the introducer sheath. The proximal end of the balloon is tapered and is called the balloon cone. There were no compressions marks on the balloon from the attempts to pull the balloon back into the sheath. To determine if there was a hole in the balloon, the balloon was attached to a toughy borst adapter and inflated. There were no leaks of the balloon. The balloon deflated rapidly. The balloon was again inflated and deflated repeatedly to witness that both inflation ports under the balloon (skives) were patent. Fluid could be seen under magnification entering the balloon and at both the proximal skive and distal skive locations under the balloon. The catheter shaft was also inspected to ensure there was no kinks or damage that would have prevented the balloon from deflating fully. There was no visible damage to the catheter shaft. To ensure the shaft and the inflation skive ports within the manifold were patent a 20cc insufflator was attached to the inflation port of the manifold. When the syringe was pressurized fluid was seen coming out of each of the two inflation ports down at the distal end of the catheter shaft indicating that there were no blockages to prevent deflation of the balloon. A review of the device history records shows that this lot of catheters passed all quality and performance requirements and there were no non-conformances during the process of manufacturing. There is no evidence from the device investigation to conclude that the device was nonconforming when it left getinge control. A review of the complaint trending did not identify and excursions for the reported defect of component separation during the month of complaint occurrence. No other complaints have been identified for this lot of catheters (501706). The complaint history and CAPA searches identified 4 related complaints for component separation in the time period reviewed. All of the related complaints concluded that the most likely root cause of the separation was operational context and/or user error. The two related capas for component separation were CAPA 429004 and 789082. The CAPA investigations concluded the root cause to be related to the user attempting to withdraw the catheter prior to the balloon being fully deflated (a use error). The ncr review did not find any related events. Based on the information provided and review of the returned device as well as the review of the device history records there is no indication that the product in question was defective when it left the site of manufacture. There is evidence of a tensile load having been applied to the catheter shaft during use where the balloon broke off, as evidenced by the necked down catheter shaft near the breaking point. This tensile load is considered to have been the cause of the detachment. It is not known when or why this tensile load was applied to the delivery system. There is a possibility that the sheath used in the case was damaged preventing the balloon from coming into the sheath but cannot be confirmed. The details provided suggest the balloon was seen to be fully deflated under fluoroscopy however the returned device does not support this statement as the returned balloon still contained some fluid. Based on information known about this failure mode through the abovementioned capas, the root cause of the balloon detachment is operational context of the procedure combined with user error. The instructions for use aw011781 specify the following to prevent such incidents from occurring. Always consult the product label to ensure a compatible sheath is selected for use. Do not force passage or withdrawal of the guidewire or delivery system if resistance is encountered. Forcing passage can result in damage to the stent or balloon catheter, stent dislodgment from the balloon, or separation of the catheter components. If using a 10mm device with a cook introducer sheath, it is recommended to size up to an 8 french sheath to minimize potential for resistance. Caution: do not force withdrawal of the delivery system if resistance is encountered. Forcing withdrawal may result in damage to the delivery system, including separation of the balloon or catheter hub from the delivery catheter. If unable to fully deflate the balloon or resistance is encountered, remove the delivery system and introducer sheath/guiding catheter as one unit.

Event description:
N/a.

Manufacturer narrative:
Additional information: sections b5, b6 & d10.

Event description:
Additional information states: procedure was a retrograde approach, during insertion of the stent the doctor feel more resistance than normal. After deploying the stent, while retracting the catheter broke. Patient is okay.

Event description:
N/a

Manufacturer narrative:
Additional information: section h6 - medical device - problem code, health effect ¿ impact codes.

Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
The doctor performed a 'relining' of 2 evar legs with advanta v12 10x59mm through 2x 7f sheath. Left side went fine. On the right side the stent was more difficult to advance into the sheath. After deployment the balloon came loose from the shaft when removed. Because of the long deflation time the indeflator was made vacuum two times. The doctor had to make a cut down to open the groin and used a snare to remove the balloon.